Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to flattened esc keypad dome. Analysis was unable to perform the rewind, basic occlusion, occlusion, compromised force sensor, excessive no delivery alarm and displacement test due to keypad anomaly. The insulin pump had a scratched lcd window, cracked display window corners, cracked reservoir tube lip, missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a button error alarm and experiencing high blood glucose. The blood glucose at the time of the incident was unknown. The customer a button error alarm and was experiencing high blood glucose. Troubleshooting was not performed, because the call was disconnected. The customer called back and was informed they needed a replacement. The device will be returned for analysis.